Manufacturer narrative:
(B)(4). Batch # r5a25m. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Yes. Or, did the device staple properly, but not cut some or all of the tissue? The device was used on the inferior pulmonary vein. A half of the inferior pulmonary vein were stapled properly, but rest of the inferior pulmonary vein was uncut. If staples deployed into the tissue were they formed in the proper closed b-formation? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the patient is stable. The blood vessel which the device was used was inferior pulmonary vein. A half of the inferior pulmonary vein were stapled properly, but rest of the inferior pulmonary vein was uncut.

Event description:
It was reported that during a semi-open pneumonectomy, bleeding occurred when the jaws were opened after the 3rd firing on the blood vessel. The staples were unformed. Some staples were left inside the jaws, and those were formed as intended. There was no difficulty in the firing. The amount of the bleeding was unknown. No blood transfusion was required. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.